Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed incoming functional testing due to the main printed circuit board being misaligned. It was realigned, retested, and passed testing. The lower display was out of electrical specification, with its contrast observed to be darker in comparison to other devices. Six stuck buttons were detected (on/off), with six stuck buttons recovered. (B)(4).

Event description:
The epg (external pulse generator) was returned to the manufacturer for a field corrective action upgrade. It was analyzed and tested out of specification. There was no patient involvement.